Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the atrial lead was not capturing at high output and high pacing impedance measurements. Under fluoroscopy, the atrial lead was found to be fractured. The atrial lead was tested in the lab and there was intermittent capture. On (B)(6) 2025, the physician elected to cap and replace the atrial lead. The patient condition was stable following the procedure.